Manufacturer narrative:
Concomitant medical products: unknown nexgen articular surface; unknown nexgen femur. The reported event was confirmed by radiographic evaluation. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. (B)(4).

Event description:
It has been reported that the patient was revised for tibial loosening.